Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, there was something stuck inside the usb port. Customer¿s blood glucose level was 273 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.